Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event due to a wide complex ventricular tachycardia (vt) below the detect rate. Boston scientific technical services (ts) was consulted and discussed programming options. Approximately nine months later it was noted that the smartpass feature was off. Review found the presenting electrocardiogram had a qs morphology with the r wave and t wave at the same size of approximately 0.4 millivolts (mv) to 0.8mv. There was t wave oversensing in all three sensing vectors. Review of the stored information found two inappropriate shocks from four months and two months earlier, respectively. Noise was observed on the subcutaneous electrocardiogram that appeared to be diaphragmatic noise. It was noted that the last shock occurred while the patient was changing a tire and was straining to loosen the lug nuts. Ts suggested an x-ray, re-screening the patient due to morphology changes and further discussed programming changes. Two weeks later the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event due to a wide complex ventricular tachycardia (vt) below the detect rate. Boston scientific technical services (ts) was consulted and discussed programming options. Approximately nine months later it was noted that the smartpass feature was off. Review found the presenting electrocardiogram had a qs morphology with the r wave and t wave at the same size of approximately 0.4 millivolts (mv) to 0.8mv. There was t wave oversensing in all three sensing vectors. Review of the stored information found two inappropriate shocks from four months and two months earlier, respectively. Noise was observed on the subcutaneous electrocardiogram that appeared to be diaphragmatic noise. It was noted that the last shock occurred while the patient was changing a tire and was straining to loosen the lug nuts. Ts suggested an x-ray, re-screening the patient due to morphology changes and further discussed programming changes. Two weeks later the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.